Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had refractive error. The iol was exchanged for another lens following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Blood and solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. Based on the information provided, the event does not appear to be related to the product. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. In this case, a 10.0 diopter higher power iol was selected. The exchange for a 10.0 higher diopter difference of the same lens model may suggest that the replacement lens was an improved choice for the patient's vision needs. Additional information was provided that "the patient's issues resolved with improved visual acuity". Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).